Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the implantable pulse generator (ipg) recorded several atrial high rate episodes and some episodes appear to be falsely terminated due to pacemaker blanking / timing. No reprogramming was completed at this time, and it was noted the device is functioning as programmed. The device remains in use. No patient complications have been reported as a result of this event.